Event description:
It was reported the catheter tip is easily bent (not easy for crossing) and the balloon tends to be removed and loosen from the catheter body.

Manufacturer narrative:
Device has not been returned for evaluation.